Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion pump set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing is in two pieced on arrival or immediately separates when starting to prime fluids.

Event description:
No additional information.

Manufacturer narrative:
Two sample model 2420-0007, lot 24113285 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of the leakage between tube and upper fitment component were the following: bushing plugged or partially plugged due to adhesive, and tube remains. Medica adhesive dispensing had a mal function and not dispendsolvent. Assembly method not followed by the personnel involved in the operation. An engineering change request was open to change the manufacturing document to specify the pin used to dispense the solvent, the team concluded that combination between bushing and pin can cause an excess of solvent. This lot was manufactured before this improvement.